Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows the source pump module was programmed to infuse vecuronium 100mg in 100ml at 3ml/hr (dose = 0.8mcg/kg/min) at 2:21 pm on (B)(6) 2016. The dose was changed 3 times between 2:21 pm and 9:59 pm, however each of the doses (0.72mcg/kg/min, 0.65mcg/kg/min and 0.58mcg/kg/min) were all lower than the initial programmed dose of 0.8mcg/kg/min. No guardrails alerts occurred. The volume recorded as being infused during this period was 20.045ml. The root cause of the overinfusion was not identified. Only the device logs and customer dataset were received for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer requested an event log review to determine user programming and the occurence of guardrails alerts for an over infusion of vecuronium. At 2:32 p.m., vecuronium was started on a ccu, intubated patient at 0.8 mcg/kg/min with an order to titrate the dosage as needed. Between 9 - 10 p.m., the over infusion was identified. Although requested, no additional patient or event information was provided.